Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench. Analysis found high voltage output circuit damage on the device, consistent with lead damage. The root cause of the anomaly is believed to be a damaged lead.

Event description:
It was reported that the hv lead impedance measurement was low. The physician performed dft testing. The system could not rescue the patient and external defib was used. Device had aborted therapy due to possible hv lead issue. This device has been explanted.